Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the product in question was used in the surgery. The surgery was completed successfully without any surgical delay. During sterilization in the central supply room the day before surgery, rust and other dirt were found in some of the products. After careful cleaning by staff, the products were sterilized and used. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received, it was reported that on (B)(6) 2024, the product in question was used in the surgery. The surgery was completed successfully without any surgical delay. During sterilization in the central supply room the day before surgery, rust and other dirt were found in some of the products. After careful cleaning by staff, the products were sterilized and used. No further information is available. The product was not returned to depuy synthes; however, photos were provided for review. (Photo_(B)(4) _(B)(6) (jo202410012)). The photographs attached were reviewed showing a swab with a substance that cannot be identified, however, the evidence provided is insufficient and no observations pertaining to the nature of the reported event could be identified. Therefore, the reported allegation cannot be confirmed. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.